Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The customer's comment was confirmed. The warm handpiece was due to a malfunctioning e-box. The DHR review indicated the device passed all testing and inspections as required at the time of manufacture; there were no relevant non-conformances, alerts, deviations, or rework. There were no previous repairs relevant to the confirmed failure based on a review of the service history of this device. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/process changes related to this confirmed failure. The device was repaired and returned to the customer.

Event description:
It was reported that the handle of the saw was getting hot during a case. A backup was used to complete the procedure. There was no medical intervention required and no delay in the procedure.